Event description:
It was reported the patient experienced hyperglycaemia. The patient's blood glucose levels increased to 254 mg/dl after wearing the pod for 26 hours on the abdomen. No information regarding treatment was provided. Investigation of the device found the pod's cannula was bent.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria.